Event description:
Complaint alleged that the nurse call function is not working.

Manufacturer narrative:
Technician found that the nurse call function was not working on bed due to physical damage to button. Replaced the patient right nurse panel to resolve the issue. Bed working fine. No impact or injury. Located engineering repair shed.